Event description:
During the procedure, the enterprise vrd and delivery (enf453712/10032121) was advanced with the prowler select plus (mc) microcatheter (606s255fx/15433250) to the aneurysm site and no resistance was noted during insertion of the enterprise through the mc. Although the distal tip of the enterprise system made it out of the mc, the stent would not come out of the distal end of the mc, and could not be deployed at the unknown target site. After the event, both the microcatheter and enterprise were removed as a unit. After removal from the patient, the enterprise was attempted to be deployed, but it didn't deploy. After the event, the physician used another system, guidewire, microcatheter and enterprise, to complete the procedure successfully. No kinks or bends were noted on the mc or enterprise system that may have contributed to the event. All systems were used per labeling instructions, and a constant and dedicated saline heparinized solution was maintained through the microcatheter at all times. Constant fluoroscopy was performed at all times. The microcatheter distal tip was not re-shaped. Other than the reported events, no damages were noticed on any other sections of the devices (stent-kink, bend, fracture, separated, etc), delivery wire (kink, bend, fracture, separated, etc), distal tip for the first product (kink, bend, fracture, separated, etc) or microcatheter, and the stent remained attached to the delivery system. No further information was available.

Manufacturer narrative:
One non sterile enterprise and delivery wire was received coiled inside a plastic bag. The enterprise stent was received into a small plastic bag. The introducer tube was not received for analysis. The delivery wire presented no visual damage. The involved (mc) microcatheter presented a compress/flat section. No other anomalies were observed on the received unit. The enterprise stent was inspected under microscope and presented no damage. The microcatheter was used to perform a functional test; and despite the mc damage the delivery wire (without stent) was able to go through the mc without any resistance or friction. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10032121. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire- resistance/friction" was not confirmed since the functional analysis was performed successfully. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00501 and 1058196-2011-00502. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Based on additional information, the event does not meet the criteria for reporting. Therefore, no further reporting will be generated for this event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00501 and 1058196-2011-00502.